Event description:
Consumer reported burning and tearing after using the product per instructions and soaking the lenses for 9 hours. Consumer then rinsed with saline solution before inserting lenses.

Manufacturer narrative:
Consumer reported burning and tearing with use of the product. There was no report of medical evaluation or medical treatment associated with this experience. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom(s) reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample has not been returned for evaluation.

Event description:
Consumer reported burning and tearing with use of the product. There was no report of medical evaluation or medical treatment associated with this experience. The complaint suggests that the device may have malfunctioned as a result of the variability of the neutralization.